Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pod coil through the lantern, the physician experienced resistance and the pod coil became stuck within the mid-shaft of the lantern. Therefore, the lantern containing the pod coil was removed. On the back table, upon removing the pod coil from the lantern, the physician found that the pod coil had unintentionally detached within the lantern. The procedure was competed using four ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was kinked and fractured. The two fractured segments being separated likely caused the embolization coil to detach. Further evaluation revealed that the introducer sheath was returned loaded backwards onto the pod coil. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath which allows it to lock onto the pusher assembly mid-joint. If the embolization coil is attempted to be retracted through the friction lock, resistance may be experienced and damage such as kinks and a subsequent fracture to the pusher assembly may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.